Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer took out the 30-degree endoscope plus, turned it 180 degrees, clicked the port clutch to remove memory, and reinserted it to resolve the issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause based on the information from the phone support details may be attributed to incorrect orientation of the endoscope.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) to report that the image was inverted, and the instrument's movements were backwards. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that the endoscope had an inverted image. The endoscope was installed in the down orientation, and the image inversion resulted in the colon showing at the top of the screen instead of the abdominal wall. The surgeon was noted to have flipped the image. The event did not involve uncontrolled motion of the endoscope, and no damage was observed on the endoscope's adapter/base. The situation continued to occur even after changing the endoscope, leading to the belief that it was a memory issue. The issue did not result in patient injury, and since two different endoscopes were used, neither is available for return for evaluation.